Event description:
It was reported that "the bigatti shaver was used for a myomectomy (unidrive select with 2x up220). The up220, which was not connected to the unidrive select and was used only for irrigation, displayed a technical problem during the operation. The following error message was displayed: "technical defect - please restart the device". This led to a drop in pressure and collapse of the uterus during the shaver. The device first had to be shut down and restarted, which took approx. 3 minutes. The doctor had to discontinue the use of the shaver and switched to the resectoscope.". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation on may 8,2025. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer, "technical defect - please restart the device" could not be confirmed. The investigation of log files revealed that the wrong date and time settings are causing some communication errors via the hive communication system and therefore the failure message is caused by another device. An additional found issue with error code 102 (hose cassette not set up correctly) is a customer fault but independent from the reported issue. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction to g4: no 510k number as product is not sold in u.s. The event is filed under internal karl storz complaint ID: (B)(4).